Event description:
Customer reported in an outpatient clinic, a pt was started on an IV infusion. Shortly after, the pt noted that blood and fluid were dripping from the distal smartsite port. No pt harm. No further pt/event info was available.

Manufacturer narrative:
(B)(4). The facility indicated the set was discarded. The lot # was not identified, therefore, lot history record review could not be performed.